Event description:
It was reported that a ventralex was implanted in 2004 and, due to a relapse, explanted three years later. The ventralex grew in well, without adhesion at the eptfe layer, but was heavily deformed.

Manufacturer narrative:
There is an indication that the subject product is going to be returned for evaluation. The subject product has not been received to date. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when, if subject product is returned and evaluated.